Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complained screw shows mechanical damages on the entire part's surface. In particularly the threaded sections are badly damaged. The torx screw-recess is intact. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complaint condition is confirmed due to the damaged thread flanks. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. We assume that the involved screw was not inserted aligned into the corresponding hole during insertion procedure. By this situation the thread got inevitable damaged which resulted in the malfunction of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 04.211.022s lot: l661104 manufacturing site: selzach supplier: frueh ag release to warehouse date: 22.nov.2017 expiry date: 01.nov.2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code hwc. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) surgery for the clavicular shaft fracture was performed with a variable angel (va) locking screw in question. During the surgery, the surgeon inserted the screw at the desired angle. The surgeon could not lock the screw properly and extracted it. An unknown wire-shaped piece was sticking out below the screw head but the screw was not broken. The surgery was completed successfully by using another screw. There was no surgical delay and no adverse consequence to the patient. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, quantity: 1), and va locking screw l24mm (part #: 04.211.024s, lot #: 9777306, quantity: 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 22mm . This is report 1 of 1 for (B)(4).